Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number anomaly was noted on the display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was also reported by the customer's mother, that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 60mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).